Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to pain and discomfort. Update 14 jul 2017: medical records received. In addition to what was previously alleged, pfs alleges popping , trouble sleeping, limit physical activity, trouble standing and sitting for long periods of time. After review of the medical records for the medical reportability, patient had a metal-on-metal hip prosthesis and was revised due to painful right total hip replacement. Revision notes noted a clear yellow fluid and the capsule was noted to be markedly thickened. It was also stated in the medical records that patient had an elevated metal ions, however, there were no laboratory results provided. Product codes and lot numbers provided. Stem has been added. Added complainant information. This complaint was updated on jul 26, 2017.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.